Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (260-270 mg/dl). Customer stated that elevated bg's may be due to ptsd, anxiety, and possible hormonal changes. Customer delivered a correction bolus to stabilize blood glucose levels. Customer stated they are going to speak to their endocrinologist regarding their pump settings.